Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 (B)(6) : it was reported that the ventricular assist device (vad) exhibited steadily dropping low flows and that the patient had a dark stool and fatigue. The patient presented to the emergency room with low hemoglobin and hematocrit levels. The patient received four units of packed red blood cells (prbc) and the following day received two more units of prbc. Coumadin was held and aspirin was continued daily. After two days, the patient developed melena. Upper endoscopy (egd) and a small bowel exam found multiple arteriovenous malformations (avm) in the antrum of the stomach and in the jejunum; the avms showed no evidence of bleeding. The avms were treated with argon plasma coagulation (apc). The patient remained on octreotide and pantoprazole drips for two days, resumed coumadin at a three milligram dose, and was observed for three days. The patient was discharged and the vad remains in use. No further patient complications have been reported as a result of this event.